Event description:
It was reported that the user experienced hyperglycemia after dinner while using the ilet, with blood glucose rising to 348 mg/dl despite a meal announcement and subsequent corrective meal bolus, and the device issued alerts. Symptoms included fatigue. Outcomes included transient hyperglycemia that later stabilized without medical intervention. Investigation included user troubleshooting and education focused on meal announcements and potential incorrect meal size. Investigation of this case revealed that elevated glucose was consistent with high postprandial glucose related to meal handling and timing, with no evidence of device or component malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was use-related, consistent with incorrect meal size estimation or timing.